Event description:
It was reported, via a healthcare professional, that an EU 4.5x28mm stent 12 mm dw tip (enc452812/ 9985740) vascular reconstruction device (vrd) was used for an unknown procedure. During the procedure, the user reported that the stent was impeded at distal end of the microcatheter and could not pass through the microcatheter. The doctor tried to retract the stent, the stent could not be retracted. The doctor removed the stent and microcatheter together from the patient's body. The doctor gave up stent implantation and used a balloon catheter (other brand) for dilation and completed the surgery. There was no patient injury reported. The event was initially reported as such, ¿impeded in microcatheter-distal end. It was reported that during procedure, stent was impeded at distal end of the microcatheter and could not pass through the microcatheter. The doctor tried to retract the stent, the stent could not be retracted. The doctor removed the stent and microcatheter together from the patient's body. The doctor gave up stent implantation and used a balloon catheter (other brand) for dilation and completed the surgery. There was no patient injury report. Does surgeon have an extra set of hands to support while flushing aligning the enterprise system?-¿yes.¿ is a push plunge rhv being used?-¿twisted type.¿ is there force needed to remove the delivery wire once impeded and then the stent detaches in the hub or the proximal end of the microcatheter? ¿yes, the stent was stuck in the microcatheter and could not be retracted. The doctor removed the stent and microcatheter together from the patient.¿ was the replacement stent enterprise1, enterprise2 or is it another brand? ¿enterprise1 of same product code.¿¿ additional event information was received on 26-mar-2026. Summary: ¿confirmed with sales rep on 26-mar-2026 via phone that the patient suffered from arterial aneurysm with stenosis in the m1 artery of the brain before the surgery. The microcatheter used with the stent was 606s255x and the lot number was unknown and not available for return. Additional event information received on 07-apr-2026 indicated that a guidewire in the microcatheter was used prior to using the enterprise system. They were able to torque the device. There was no evidence of physical material within the device. The microcatheter did not kink/bent. There was a procedure prolongation for 15-20 minutes, however, there were no adverse patient consequences.

Manufacturer narrative:
Manufacturer ref# (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section e1. Initial reporter phone: (B)(6). Section d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Since no device has been received for analysis, no product investigation can be performed and the reported failure could not be evaluated. The lot number is not known; therefore, a device history record review cannot be completed. Loss of target position in the intracranial vasculature (with the exception of the internal carotid artery) will require re-accessing the target site with increased potential for vessel trauma, vessel spasm, or ischemia/infarct. There are clinical and procedural factors, including vessel characteristics, device interaction, and operator technique, that may have contributed to the reported event. No patient harm resulted from the event. The treating physician opted for an equally effective alternative treatment strategy for achieving luminal expansion. There is no indication that the absence of the stent implantation had any impact on the expected surgical outcome. Based on the information available, this event does not meet us FDA reporting criteria as a serious injury. The file will be re-reviewed if additional information is received at a later date. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.